Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call cosmetic damage, low battery alert, failed battery test, prime fill anomaly, no delivery alarm, moisture damage and keypad anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer declined to troubleshoot the insulin pump and they were using manual injections since the insulin pump did not function. The insulin pump will not be returned for analysis .